Event description:
The end-user's father stated that he was charging his daughter's chair (the end-user was not in the chair at this time) and was behind the chair. He could not read the enhanced display because of the glare, so he pushed forward the enhanced display goose neck about 2"- 3" so that he could get a better visual of the enhanced display when he noticed smoke and a flame from where the cable is connected to the bottom of the enhanced display.

Manufacturer narrative:
The evaluation of the enhanced display, bracket and hardware revealed that the bracket spun around its base pulling the cables from its internal connection. Additional evaluation revealed that a buddy button switch had been installed via wire tie on the enhanced display cable ferrite. This may have contributed to the pulling of the harness at one point, and successive loosening of the harness and enhanced display since it had to be handled (operated) as part of operating the chair. When cables pulled from the enhanced display's internal connection, their contact caused a short and the electricity traveled through the wire until the internal safety braker system cut the electricity. The damage caused by the shortening of the wires was confined to the cable. No other components were affected.